Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements were indicative of a functional device but an x-ray showed 4 electrodes inside the cochlea and 8 electrodes overlapping in the vestibule. A revision surgery to re-insert the electrode is being considered.

Manufacturer narrative:
Based on the received information, the active electrode array was not fully inserted into the cochlea during initial implantation surgery. An x-ray showed 4 electrodes inside the cochlea and 8 electrodes overlapping in vestibule. A revision surgery was taken out successfully to reposition the electrode. Reportedly all channels are in status ok now. This is a final report.

Event description:
It was reported that in situ measurements were indicative of a functional device, but an x-ray showed 4 electrodes inside the cochlea and 8 electrodes overlapping in the vestibule.